Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that healthcare provider was notified and patient has appointment on (B)(4) 2018 at 9:00 am with manufacturer representative. The cause of not feeling stimulation was not determined with the try of all programs.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 , lot# va1e7ae, implanted: (B)(6)2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received later indicated that implantable neurostimulator (ins)was revised on the day of this call because the device was 'no longer functioning'. The clinician programmer could not recognize ins. Representative stated a flouro ap image of the lead showed it was broken just above the tines under the skin. The representative stated today they opened the pocket and removed the ins and when they did '70%' of the lead just 'came right out'. Caller stated at that point from about 2cm above the tines to the very distal end of the lead remained in the patient. The caller stated they did end up removing the entire lead and ins and it was fully replaced. The patient reported that patient had a fall and after that symptoms returned/worsened which was sudden and happened a few month ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the device was discarded of by the account. The rep stated that the device was completely removed, and a new full system was implanted. The rep reported that the patient stated that it was a few months ago that their symptoms gradually returned (conflicting information, rep said that symptoms suddenly returned/worsened on (B)(6) 2018). The patient was unable to pinpoint a specific date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that she had an accident, and her previous device ((B)(4)) failed and she broke the wires. The patient stated that these issues were gradual. The patient had a replacement of the implantable neurostimulator (ins) and lead on (B)(6) 2018.

Manufacturer narrative:
Date of event was reported as (B)(6) 2018 "almost a week" ago. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a gradual return of symptoms and noticed a gradual return in the amount of times they had to go to the bathroom which they had for ¿almost a week¿. There were no falls/trauma reported that could be related to the issue. Using the programmer, it was determined the stimulation was on (lightning bolt seen) and was currently on program 1 at 3.9. The patient increased the stimulation to 8.5 where the upper limit was reached and still did not feel the stimulation. They decreased the stimulation to 0.0 and change to program 2 at 2.7 and did not feel the stimulation event when it was increased until the upper limit was reached but still did not feel the stimulation. The was repeated with program 3 at 2.5 and program 4 at 2.5, but again, when increased until the upper limit was reached, the patient did not feel the stimulation. The patient had tried all 4 programs but did not feel the stimulation on any of them. The patient was redirected to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.